Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon string pulled out during removal. She had to manually remove the tampon. Multiple attempts made to further obtain information regarding consumer's usage of the product, however no further information has been received.